Event description:
It was reported that the patients ipg site was draining and had an opening. The physician believed that the device or the procedure contributed to the patients complication. The patient underwent an explant procedure and was doing well postoperatively. All device components will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Exact date unknown, event date used was the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7097352/7096019.